Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 350mg/dl with increased thirst and urination associated with a loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the loss of prime issue had occurred multiple times with multiple cartridges. The reporter noted that the cartridges were being used per instructions for use and that the rewind, load, and prime sequence was able to be performed with each cartridge change. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an ongoing loss of prime issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/28/2015 with the following findings: evaluation revealed that the black box review shows loss of prime warning associated with a low non-zero force. On (B)(6) 2014 18:23 unexplained loss of prime; deliveries resumed at 19:14. On (B)(6) 2014 15:38 unexplained loss of prime; deliveries resumed at 15:56. An ezprime sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The total daily dose adds up correctly and reflects the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The force sensor calibration check showed the pump is detecting the correct force. Unidentified force low observed in the black box, force sensor calibration in spec. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.